Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell a month ago. The patient experiences pain in her back and has a lump at the lead incision site. The patient feels a pulling sensation at the lead site when she bends. Diagnostic tests revealed no anomalies and an x-ray was taken but results are not available. The patient has an appointment with the physician as the next course of action.